Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro was selected for use. It was noted that the wires on the rotapro internally were compromised. The procedure was rescheduled. No complications were reported, and patient was okay.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.